Event description:
It was reported that the atrial lead had dislodged. No patient symptoms were reported. The lead was successfully repositioned. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
(B)(4).